Event description:
Pump reported to be set at 16 ml/hr with a 500 ml bag of heparin. One half hour later, three-fourths of the bag had emptied. The pump was stopped. The pt's partial thromboplastin time level was found to be >120. The pt was monitored. No injury resulted.